Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an 81-year-old female patient, the device was unable to obtain an ECG signal via electrode pads and the device did not respond to the front panel controls. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. For the customer report of no egg signal, the device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The device remained in lead ii view while the user was only using pads connected, resulting in no ECG signal being displayed. A second "pads on" event at 16:07 confirmed the user was still in the incorrect lead view. The "pads off" message at 16:07, indicating no valid impedance, was followed by the user switching to the pads view at 16:11:51. Thus resulting in no ECG signal. For the customer report of no response to controls input, the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.